Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A patient presented to the hospital with a stemi and distal lm disease penetrating into the ostial left anterior descending artery (lad) and ostial circumflex (cx). The cx had heavy calcium throughout the entire proximal portion. The treatment area was 95% stenosed from the lm to the lad and was 99% stenosed from the lm to the cx. The area between the proximal cx and mid cx was 80% stenosed. Vessel diameter ranged from 3.0mm to 4.5mm. The lm to lad had very minimal tortuosity. The lm into the cx had ~120 degree angle. An impella was placed, and the patient was turned down for surgery. Atherectomy was planned for (B)(6) 2021. A viperwire guidewire was placed into the mid lad and a diamondback coronary orbital atherectomy device (oad) was advanced to mid lm where treatment began. The physician completed four treatment passes on low speed from the mid lm just past the ostium of the lad. The oad and wire were removed, and the wire was redirected into the cx and into the obtuse marginal artery (om1). The oad was advanced again into the mid lm where treatment began down the proximal cx. Five treatment passes were performed on low speed. During pullback of the oad to the lm, staining was observed on imaging. Further analysis of the image revealed the nose of the oad had fractured. An unsuccessful attempt was made to retrieve the nose by pulling on the viperwire. The nose was lodged in calcium. An unsuccessful attempt was made to advance a non-csi wire to snare the fragment. The physician then proceeded to push the wire as much into and around the fragment in attempt to cross it. This loosened it the fragment from the calcium. The viperwire was brought back to the very tip of the oad nose, and a guideliner as advanced over the wire. In this way the fragment was trapped between the guideliner and the viperwire. The wire and oad were removed together. The procedure was completed with angioplasty and stent placement. The impella device remained inserted, and the patient was sent back to the ICU. The patient was hemodynamically stable.

Manufacturer narrative:
The oad was returned to csi for analysis. The reported driveshaft fracture was confirmed at the proximal edge of the crown. The guidewire was returned engaged in the fractured distal driveshaft section. There was no damage to the guidewire. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).